Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #xxxxxxxxxxxx was opened for the device with correlation to the reported complaint. DHR : a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Chr : a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement..

Event description:
Check air sensor alarm on chann a &c. 11/01/2018 13:54:51(B)(4). Po for $(B)(4) approved by (B)(4), (B)(4), (B)(4). Shipping & billing addresses confirmed. There was no patient involvement. *per the biomed: "the device gives "check air sensor" alarms when a line is put in place in channel a and c. I#ve replaced the air sensor on channel a as well as c, but doing this only solved the error in channel a...the standoffs on the case breaking off...". 11/15/2018 10:20:48 (B)(4). Physical damage. Customer stated check ail sensors on channel a and c, customer replaced themseeves new ail sensors on channel a and c. Also customer replaced a new case model 2865b and sent in broken case with the unit. Found damaged pressure transducer on channel a. Broken up drive module on channel c, and bad nicad and lithium batteries for they failed to hold charge. Channel a and c have good ail sensors installed by customer. Replaced it a new pressure transducer on channel a. Rpelaced a new drive module on channel c, and replaced new nicad and lithium batteries 11/15/2018 11:27:03 (B)(4). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #xxxxxxxxxxxx was opened for the device with correlation to the reported complaint. DHR: a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Chr: a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).